Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received from ansm, (B)(4) competent authority: after guide wire withdrawal from the patient, the distal part was found remaining in the coronary artery; it was possible to remove the distal part with a guidewire (buddy) and a balloon. Additional information received confirmed that the entire separated distal portion of the guide wire was able to be completely retrieved with no pieces left behind. There were no adverse patient sequelae and procedure concluded with a good final patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The prior similar occurrence with the bmw guide wire mentioned is being reported under a separate medwatch report number via patient identifier (B)(6).

Event description:
It was reported that on (B)(6) 2016, during an interventional procedure, a 014 balance middleweight (bmw) hydro guide wire was positioned in an unspecified vessel. An unspecified balloon catheter was advanced over the bmw without resistance. After inflating and deflating the unspecified balloon, the balloon catheter was unable to be retracted over the guide wire due to resistance felt against the guide wire. Both devices were withdrawn from the anatomy as a single unit. The guide wire was then extracted from the balloon catheter; while there was no guide wire separation noted, it was noted that the guide wire was unraveled (frayed), but no material had separated from the device. The site reported that this is not the first similar issue with bmw at this account. In the opinion of the physician the transition area at the marker level is not smooth enough, so balloons catheters interact with the guidewire surface and resistance occurs. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation and stretched coils were confirmed. Removal difficulty and irregular texture were unable to be confirmed as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties although the reported treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.